Event description:
This notification was opened for review for information received that the remstar plus c-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and foam particles were noted in the assembly, yet foam degradation was noted inside blower kit. In addition, the service center further evaluated and fc-16-700-643 rev.17, fc-16-700-032 rev.17, fc-16-700-672 rev.13, 1056333 rev.4, 1092834 rev.03 was also found. Also, dust fail contamination was reported. The device displayed error codes e063 (err_stuck_knob_key) and e062 (err_stuck_ramp_key). Additionally, the device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.